Manufacturer narrative:
(B) (4). The ge service rep is attempted to replace the hard drive and host, but it did not fix the problem. He is working on the next action.

Event description:
The customer reported that the system did not start-up due to disk read error after the system power turned on. This incident occurred before the patient operation, and the operation was completed on another system.